Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During an appointment in (B)(6) 2021, it was noted that the recipient had a poor auditory response and the in-situ measurements showed abnormal results. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. In addition in situ measurements in (B)(6) 2019 showed one channel with hi status due to undetermined reasons and returned back to normal. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet. If the device is received in the future, the case will be re-opened and the device investigated.

Event description:
During an appointment in (B)(6) 2021, it was noted that the recipient had a poor auditory response and the in-situ measurements showed abnormal results. The recipient has been re-implanted on (B)(6) 2021. Despite requested, the concerned device has not been received for investigation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During an appointment in (B)(6) 2021, it was noted that the user had a poor auditory response and the in-situ measurements showed abnormal results. The user has been reimplanted on (B)(6) 2021.